Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the implant didn¿t work for them and they continued having accidents after they were implanted. It was stated that now they just want the device removed, but they did not have a managing healthcare provider. It was suggested that they consult with a general surgeon through their insurance company. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va1fy56, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 31-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they got the device replaced and they never got relief. The doctor told them it was new technology and talked the patient into it. They patient said they were upset because they put the same device in. They reported this one scarred them up more. The patient said they had a small incision and currently had a larger one. They were not having sharp pains in the area of the ins on and off for the last couple of months. They said it felt like there was a wire undone. The patient reported they were afraid to adjust the stimulation. The patient was told that if the pain came back, they could try turning off stimulation or turning it down to see if the pain went away. The patient was redirected to their doctor. The patient reported they had no major falls where they broke something. No further complications were reported or anticipated.